Event description:
A malfunction alarm was reported with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred.